Manufacturer narrative:
Examination of the submitted device confirmed breakage. The root cause of the breakage is attributed to rotating bending fatigue loading progressing to ductile overload fracture. A two-year search of the complaint database against product code 950502302 found one additional report of pin breakage. No corrective action is being pursued at this based on the low frequency of reported events. Monitor through sep-419 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The top of the threaded pin broke off and became stuck in the pin driver.